Event description:
Additional information, manufacturer representative (rep): the healthcare professional (hcp) provided care finding the clinician programmer, the rep did not hear back from the hcp. The rep noted how the fall affected the system is unknown. The rep stated they did not know if the continuous shocking resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). The hcp reported that the patient stated that the implantable neurostimulator (ins) was continuously shocking her after a fall. The hcp noted that the patient entered through ER. The hcp stated that no diagnostics were performed and the nurse was looking for a clinician programmer to turn the device off. The hcp noted that the patient came to hospital without remote.